Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services on (B)(6) 2014 states that this lead exhibited farfield oversensing. The physician was (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).